Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received and visually inspected and was found non-conforming with possible surgical residue on the needle and on the top of the stiffener. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for all functional tests. The returned sample was found to be conforming, therefore a cut and aspiration issues as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut with aspiration and actuation working during a procedure. The procedure was completed with no patient harm.